Event description:
On (B)(6) 2010, I had a tonsillectomy. I was given general anesthesia via an IV inserted into the basilic vein in my left arm. The night after surgery, my basilic vein and cephalic veins had become painful and hard. A week later, after seeing several doctors, extensive clotting was confirmed with an ultrasound of my left arm. The basilic and cephalic veins were completely closed off for most of their length. I am now on blood thinners for the next 6 months to treat the thrombophlebitis. This has affected the quality of my life greatly. Dates of use: (B)(6) 2010 - (B)(6) 2010 (1 hour). Diagnosis or reason for use: general anesthesia. Event abated after use: no.